Manufacturer narrative:
On 13-dec-2021, biosense webster inc. Received additional information about the patient and event. It was reported the patient was a 67-year old male patient weighing 65kg. Patient¿s outcome from the adverse was reported as improved. The adverse event was discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse is that it was procedure related. Prior to noting the cardiac tamponade, ablation was already performed. No error messages were observed on biosense webster equipment during the procedure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring a pericardiocentesis. After the procedure was completed, the blood pressure gradually decreased. Pericardial effusion was confirmed by echocardiography, drainage was performed, and the patient was discharged from the room. Pericardial effusion had been noted before the start of the procedure, and the pericardial effusion increased after the end of the procedure. After completion of the case, there was no sudden decrease in blood pressure, and the patient was discharged with drainage. Blood pressure was stable, and the patient was conscious. Procedure was completed. The physician commented that it may have occurred at the time of septal puncture. There was a possibility of effusion from the right side of the heart, which may have contributed to the stabilization of the blood pressure during the surgery.

Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30452281l number, and no internal action related to the complaint was found during the review. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).